Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a catheter obstruction. It was stated that the first time they tested the catheter intra-operatively, it wouldn't work. The assistant probably tried two or three times before the water came out. The catheter was placed in the ventricle, but there was no cerebrospinal fluid outflow. There was no problem after replacing the catheter. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The ventricular catheter was returned in two segments. Due to this damage, the catheter could not be tested for patency and leakage. Water was flushed through both segments of the catheter with no obstruction. Therefore, the nature of the complaint could not be replicated by the laboratory personnel. The catheter met the requirement for tensile testing. Due to the length of the catheter that was returned, only one tensile test could be performed. Therefore, the standard deviation of the tensile strength and ultimate elongation could not be calculated. There is damage to one end of both returned segments. It is unknown how this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system.¿ all catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.